Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("sore muscles") and arthralgia ("hip pain"). Essure was removed. At the time of the report, the medical device removal, myalgia and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- sore, medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("sore muscles"), arthralgia ("hip pain") and acne cystic ("cystic acne"). Essure was removed. At the time of the report, the medical device removal, myalgia, arthralgia and acne cystic outcome was unknown. The reporter considered acne cystic, arthralgia, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- sore, medical device removal, acne cystic . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event cystic acne and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("sore muscles"), arthralgia ("hip pain") and acne cystic ("cystic acne"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, myalgia, arthralgia and acne cystic outcome was unknown. The reporter considered acne cystic, arthralgia, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- sore, medical device removal, acne cystic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.